Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." Device not returned.

Event description:
It was reported that the insulin on board (iob) was not reflecting a bolus amount that the customer believed to have been delivered. Tandem technical support reviewed pump data and concluded that the customer entered an incorrect blood glucose (bg) value of 108 mg/dl when attempting to program a bolus, and therefore no bolus amount was delivered as the pump did not recommend any insulin due to the bg of 108 mg/dl. Customer's bg was 188 mg/dl.